Manufacturer narrative:
The sample was not returned since this is a known issue. The issue of split or burst tubing when using injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account mgrs were advised of this issue and were provided with a product list of those high-pressure sets that are appropriate for use with power injectors.

Event description:
User facility voluntary medwatch rec'd from cdrh that stated: "patient undergoing CT with contrast. When used with pressure injector, tubing splits open. No harm to pt, but IV contrast is lost and CT scan delayed." Upon further query, the following info was provided that indicated: a tubing split when used with a power injector. Multiple unsuccessful attempts have been made to obtain additional info.